Manufacturer narrative:
No procedural delay or cancellation was reported. A steris service technician arrived on site, inspected the unit, and confirmed it to be operating according to specification. The technician stated that the reported event is attributed to user facility personnel not properly drying instruments before placement in the instrument packs for a sterilization cycle. The operator manual states (pp. 1-2), "failure to thoroughly clean, rinse and dry articles to be sterilized could result in an ineffective sterilization cycle." The technician identified that the employee subject of the reported event was not wearing proper ppe when removing the load from the sterilizer. The operator manual states (pp. 6-14), "steris recommends (in accordance with ansi/aami st58, 2005) wearing chemical-resistant gloves when using the sterilization unit." The steris service technician advised user facility personnel the importance of wearing proper ppe and thoroughly drying instruments before a sterilization cycle. No additional issues have been noted with the sterilizer.

Event description:
The user facility reported that an employee received a chemical burn while unloading their v-pro max sterilizer. No medical treatment was sought or administered.